Manufacturer narrative:
Product analysis:mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Product analysis:mc1vr01-delsys product event summary:the delivery system was returned and analyzed, and the delivery system shaft was mechanically kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the shaft is kinked at 6.5cm (from the distal end) (B)(4).

Event description:
It was reported that the leadless implantable pulse generator (ipg) would not lodge in trabeculae and slid down the septum whenever pressure was applied. When directed toward apex the ipg would only go to the inferior wall. The access difficulty caused unacceptable thresholds to be obtained. An alternate ipg system will be placed. No patient complications have been reported as a result of this event.